Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(4) 2009: the patient presented with acute and chronic cervical and upper extremity pain which has failed to respond to conservative therapy. Preoperative imaging studies revealed degenerative disk disease with osteophyte complexes at the c3-4, c4-5, c5-6, and cg-7 levels. Spinal: range of motion at the cervical spine was diminished in all directions. There was moderate tenderness to palpation over the posterior cervical spine and trapezius muscles. Neurological: mental status, cranial nerves, and cerebellar function are grossly intact. Motor examination reveals no focal weakness. Deep tendon reflexes are active and symmetric. There are no pathological reflexes, although the left achilles reflex was hyperactive consistent with possible spinal cord compression. Impression: multilevel cervical spondylosis with radiculopathy and cervical stenosis. (B)(6) 2009: the patient presented with acute and chronic cervical and upper extremity pain which had failed to respond to conservative therapy. Preoperative imaging studies revealed degenerative disk disease with osteophyte complexes at the c3-4, c4 c5-6, and c6-7 levels. Spinal: range of motion at the cervical spine was diminished in all direction. There was moderate tenderness to palpation over the posterior cervical spine and trapezius muscles. Neurological: mental status, cranial nerves, and cerebellar function are grossly intact. Motor examination reveals no focal weakness. Deep tendon reflexes are active and symmetric. There were no pathological reflexes, although the left achilles reflex was hyperactive consistent with possible, spinal cord compression. Impression: multilevel cervical spondylosis with radiculopathy and cervical stenosis. (B)(6) 2009: patient presented with cervical spondylosis with radiculopathy. Procedure: anterior cervical diskectomy with instrumentation and fusion c3-c4, c4-c5, c5-c6, and c6-c7. Preoperative imaging studies revealed multilevel severe cervical spondylosis and foraminal stenosis. Spinal: examination reveals limited range of motion in the cervical spine. Neurological: examination reveals weakness and sensory loss in the upper extremities. Impression: multilevel cervical spondylosis with radiculopathy. Patient underwent c-arm fluoroscope in the lateral projection and one is in the frontal projection. Impression: operative changes of the cervical spine. Patient was diagnosed with cervical spondylosis with foraminal stenosis and radiculopathy, c3-4, c4-5, c5-6, and c6-7. Operative procedure: anterior cervical diskectomy, complete with bilateral foraminotomies for nerve root decompression at c3-4, c4-5, c5-6, and c6-7 combined with anterior interbody fusion utilizing fusion cages and rhbmp-2/acs allograft at c3-4, c4-5, c5-6, and c6-7 with implantation of cervical plate c3 through c7, microsurgical technique, fluoroscopic monitoring, setup and continuous intraoperative nerve physiological monitoring of recurrent laryngeal nerve. Per op notes: c-arm fluoroscopy was utilized to identify the proper surgical levels, and thereafter, the operating microscope was brought into the field, and using microsurgical technique, a complete diskectomy with bilateral foraminotomy for nerve root decompression was performed at the c3-4, c4-5, c5-6, and c6-7 levels. Spinal solutions cages of appropriate size were selected and loosely filled with infuse one-quarter strip each and thereafter gently impacted into the interspace and countersunk slightly under fluoroscopic monitoring with excellent placement achieved at each level. Infusion was carried out using rhbmp-2/acs. No complications were reported. (B)(6) 2009: patient underwent ap lateral x-ray of the lumbar spine region. (B)(6) 2009: patient presented with neck pain. (B)(6) 2009: patient presented for follow-up. Patient presented with slight to moderate weakness, numbness, low back pain. (B)(6) 2010: patient presented for follow-up. Patient presented with neck pain. Patient underwent ap, lateral neutral, lateral flexion and extension. Impression: s/p acdf of c3-c7. Stable alignment with flexion and extension. (B)(6) 2010: patient presented for follow-up. (B)(6) 2012: patient underwent ap, lateral and bilateral of the thoracic spine. Impression: mild upper thoracic degenerative spondylosis. 2. Mild thoracic dextroscoliosis, possibly related to muscular spasm. Patient underwent ap, lateral, bilateral obliques, swimmers of the cervical spine. Impression: status post acdf at c3-c7 with stable, anatomic alignment. No significant: change relative to the prior study. (B)(6) 2012: patient presented with thoracic spondylosis. Impression: 1. Degenerative disc disease and spondylosis of the upper thoracic spine. 2. No central canal stenosis. 3. Right neural foraminal narrowing at t2-t3 due to a focal foraminal disc protrusion.